Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the half height cubie pocket b1 from drawer 4.2 requires maintenance. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) cubie pocket b1 required maintenance. A technical support specialist (tss) performed a proper reboot of the station to resolve system issues. The tss began by logging into the station and navigating to the maintenance section. From there, the reboot device option was selected and functioned correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the half height cubie pocket b1 from drawer 4.2 requires maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient.  There were no adverse events or injuries reported due to this event.